Event description:
Pt reported that back to back tests performed on their surestep meter were 185, 266, 219 and 290 mg/dl. Control solution test result (120) was in range. No symptoms were reported. There was no allegation of harm.